Event description:
The customer reported to olympus, while using during an unspecified procedure, the evis exera iii xenon light source the lamp keeps shutting off in the middle of cases. The case was completed using the same device. There were no reports of patient harm/delay or impact associated with this event. Related patient identifiers: the customer reported that the device was failing in the middle of cases. (B)(4). Addresses the failure that occurred on 13jan2023. (B)(4) addresses the the failures that occurred during procedures in which the event dates were unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was not confirmed/unable to be duplicated. The lamp was burned in unit for hours during estimation, not able to detect lamp shutting off. Inspection revealed heavy dust inside unit, heavy dust accumulated on lamp chamber fan and heavy dust clogging top cover grill ventilation. In addition, the evaluation found the bottom chassis corroded, corrosion inside air pump tubing and corrosion inside scope socket tubing. Socket slider switch had poor connection caused intermittent use of high intensity mode. The main power switch was a previous version needed to be upgraded. The olympus lamp life meter was reading below 50 hours, light output measured within range. Fan was running ok and the air pressure tested within specification. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. As a result of checking the monthly analysis report, no increase in trend was observed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.